Event description:
It was reported that an alert was generated for a lead safety switch (lss) due to an out of range pacing impedance measurement on the atrial channel. Lead trend data identified measurements between 1906 ohms and 1998 ohms the week prior to the alert. Further assessment of this competitive atrial lead was recommended. The system remains in service and no adverse patient effects were reported. The (B)(6) local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).